Event description:
This is filed to report a single leaflet device attachment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. The mitral valve had a posterior prolapse, flail and cleft. It was noted that imaging of the posterior leaflet was difficult. An xtw clip was inserted and deployed on the mitral valve. However, shortly after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (cleft in the posterior leaflet). The poor image resolution was related to procedural circumstances as imaging of the posterior leaflet was reported to be difficult. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.